Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the event was not resolved. The patient¿s weight was unknown.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and dilaudid at an unknown concentration and dosage via intrathecal drug delivery pump for spinal pain. It was reported that about "about 6 months ago" ((B)(6) 2016) the catheter was dislodged from the spine. A dye study was done and showed the medication was forming a bubble in the body like a pocket. They were not going to go in and fix the catheter because the patient was not well enough for surgery. The patient experienced a gradual change in therapy/symptoms. In (B)(6), the patient had open sores on both legs. The patient had cellulitis in both legs prior to the implant but the open sores were new since implant and was due to the progression of lou gehrig disease. The patient was currently on hospice due to the natural progression of lou gehrig disease. Due to the illness, the patient was not able to be put under and it was not safe for him to have surgery. The lou gehrig disease was terminal and was progressively worse. No further complications were re ported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.